Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that thrombus occurred. On (B)(6), 2019, a left atrial appendage (laa) closure procedure was successfully performed and a 27mm watchman laa closure device was implanted with a complete laa seal and deployed device diameter of 23 mm. Prior to the procedure, aspirin was not administered. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2020, a transesophageal echocardiogram (tee) evaluation revealed a thrombus on the watchman device. The tee revealed a complete laa seal, with 1 cm thrombus on the atrial facing surface of the watchman device. It was noted that the patient stopped taking their medication and this could be the cause. The patient was started on eliquis to treat the thrombus. It was further reported the patient had a previous thrombus on the closure device on (B)(6) 2019 and was put on eliquis 5mg twice a day. On (B)(6) 2019 the thrombus was resolved. The eliquis dose was reduced to 2.5mg twice a day and the patient had a tee which revealed no thrombus on low eliquis doses. The patient resumed on eliquis 5mg twice per day as the corrective action with monitoring based on the thrombus noted on (B)(6) 2020. It was further reported that on (B)(6) 2020 the thrombus was resolved.

Event description:
It was reported that thrombus occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was successfully performed and a 27mm watchman laa closure device was implanted with a complete laa seal and deployed device diameter of 23 mm. Prior to the procedure, aspirin was not administered. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2020, a transesophageal echocardiogram (tee) evaluation revealed a thrombus on the watchman device. The tee revealed a complete laa seal, with 1 cm thrombus on the atrial facing surface of the watchman device. It was noted that the patient stopped taking their medication and this could be the cause. The patient was started on eliquis to treat the thrombus. It was further reported the patient had a previous thrombus on the closure device on (B)(6) 2019 and was put on eliquis 5mg twice a day. On (B)(6) 2019 the thrombus was resolved. The eliquis dose was reduced to 2.5mg twice a day and the patient had a tee which revealed no thrombus on low eliquis doses. The patient resumed on eliquis 5mg twice per day as the corrective action with monitoring based on the thrombus noted on march 9, 2020.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that thrombus occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was successfully performed and a 27mm watchman laa closure device was implanted with a complete laa seal and deployed device diameter of 23 mm. Prior to the procedure, aspirin was not administered. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2020, a transesophageal echocardiogram (tee) evaluation revealed a thrombus on the watchman device. The tee revealed a complete laa seal, with 1 cm thrombus on the atrial facing surface of the watchman device. It was noted that the patient stopped taking their medication and this could be the cause. The patient was started on eliquis to treat the thrombus.